Manufacturer narrative:
The consumer is a (B)(6) female whose height and weight are unknown.

Event description:
The patient went to use the unit for the first time and allegedly smoke started to come from the vent side. Return (B)(4). No injury is alleged.